Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the patient presented in the hospital for post operation check. An x-ray was performed, which revealed that the atrial lead had dislodged. The patient was asymptomatic. The pocket was re-opened and the lead was successfully repositioned, all electrical values were good.